Event description:
It was reported that during a colon resection procedure, when the surgeon fired across the colon, the staples were malformed. There was no issue when firing and no noises heard. They then hand sutured to secure the staple line and complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.